Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced several unspecified pump problems. Reportedly, "non working alarms and user interface design were behind those problems". The customer's blood glucose level was over 450 mg/dl.